Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving vibratory patient notification alert for high, out of range right ventricular pacing lead impedance. In clinic device check showed normal impedance measurements but the session record showed numerous spikes. Lead was capped and replaced on (B)(6) 2019. During the procedure, the patient went bradycardic and hypotensive briefly. Patient was stabilized with medication and increasing the pacing rate on the device. Patient was stable at the end of the procedure.